Event description:
It was reported to the aci sales professional that a male patient underwent a diagnostic coronary catheterization procedure. The exact date was asked but unknown. Access was obtained at the common femoral artery via a 5f procedural sheath. A pre-procedural femoral angiogram revealed the stick location to be at the mid femoral head. Following the procedure, the physician who is a trained user of the mynx, used the device to close the access site. There were no reported complications during the procedure or closure. Post closure, it was reported that the patient moved himself from the procedure bed onto another bed. It was reported that a pseudoaneurysm (psa), diagnosed via ultrasound, had developed at the access site and the patient was sent to surgery. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.